Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet insulin pump was dropped during the night, the pump hit the floor, and the screen shattered while the ilet continued to function; a replacement device was shipped and the user was instructed on shutdown procedures, data handling, return of the damaged unit, and continued cgm use. Symptoms included no reported adverse clinical effects and no change in blood glucose. Outcomes included no medical intervention or hospitalization. Investigation included review of the event description, device use history, and return logistics for the damaged device and inspection of the returned device . Investigation of this device revealed physical damage to the pump enclosure and display consistent with accidental impact; the device otherwise operated, and the blood glucose was unaffected. It was concluded, based on previously established findings for similar reports, that the cause was user handling leading to mechanical damage unrelated to device malfunction.